Event description:
Exam note attached to wrong exam.

Manufacturer narrative:
A ge representative evaluated the customers event and error logs and this issue can be duplicated. There was no report of any patient injury or misdiagnosis resulting from this event. The exam note for the us exam contained terms that would not apply to a nm exam making the situation obvious to the users. This system is being monitored and remains in use at the facility.